Event description:
User experienced discrepant calcium results twice in the last two weeks, approximately 100 pt samples. Only the following examples were provided, initial testing performed (B)(6) 2007, repeat testing performed (B)(6) 2007, units of measure mg/dl: initial 10.3, repeat 8.9; initial 9.5, repeat 8.6; initial 10.4, repeat 9.3; initial 11.5, repeat 9.6; initial 10.3, repeat 9.4; initial 10.8, repeat 9.0; initial 10.4, repeat 9.2; initial 9.0, repeat 6.9; initial 11.2, repeat 9.7; initial 10.3, repeat 8.9; initial 11.1, repeat 8.9; initial 10.0, repeat 8.0; initial 10.9, repeat 9.5; initial 9.3, repeat 7.6. Initial results were reported, pts not adversely affected. The user resolved the issue by replacing the reagent.